Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform a failure analysis. The erbe generator was analyzed, and the reported issue could not be replicated. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found a damaged bipolar socket and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the first bipolar connector was damaged on the integrated electro surgical unit (iesu). It is unknown if the procedure was completed. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.